Manufacturer narrative:
Product event summary: analysis confirmed the programmer booted to the serious programmer problem screen; the lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found the power supply fan was noisy, and the cooling fan was noisy. One screw on the right lower hinge plate was loose and it damaged the hole of the lower hinge plate.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported there was a black screen and an error. The error happened at boot up and restart was tried 3 times. The black screen wasn't able to be cleared any time the programmer was re-started. The programmer was returned for repair. No patient complications have been reported as a result of this event.